Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed the safety assessment (runs in the load position). It was further determined that the locking components were damaged. It was determined that this issue was consistent with failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device failed safety assessment. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.